Event description:
On (B)(6) 2024 an ilet user's wife contacted beta bionics customer care and reported the user was going through the fill tubing process and had primed their tubing while connected to the infusion set site. The user went through all the insulin in the cartridge and believes all the insulin (approximately 60 units) is now in the user's body. At the time of the call the user's blood glucose (bg) levels were 239 mg/dl. The customer care agent advised the user to call 911 for an ambulance to be around if they needed to administer glucagon. The user stated they are going to wait 5-10 minutes and monitor their bg levels closely. On (B)(6) 2024 a beta bionics customer care agent followed-up with the user. The user reported they were able to walk into the hospital by themselves, but once admitted their bg levels started to trend down to 30 mg/dl. The user was treated with IV glucose until their bg trended up. The user stayed in hospital overnight. The user did not lose consciousness and did not have a seizure. The user wanted to restart the ilet, the agent assisted with the load process, and the user resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting and all cgm alerts were not changed from factory defaults (all on/high). Body weight was not changed after initial setup on (B)(6) 2024. Data for the described event date of 2024-04-05 was reviewed. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. All cgm glucose values below are measured in mg/dl. The ilet report shows a period of hypoglycemia (B)(6) 2024. Prior to the hypoglycemic event, the cgm glucose is in range. The cgm glucose reaches 69 mg/dl at 5:29pm and remains in the hypoglycemic range for approximately 1 hour (total time less than 54 mg/dl 20 minutes). The cgm glucose nadir was 39 mg/dl. Insulin dosing had been suspended several hours prior to and throughout the event. No evidence of device malfunction were found in the engineering logs. The ilet appropriately triggered all low glucose alerts. No insulin was able to be requested by the ilet due to a cartridge change operation not being completed prior to the low event. Motor data indicates that the ilet was primed over 60 units leading up to the low event. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes, ilet report and device logs, it was determined that the ilet operated as intended. The assignable cause to this hypoglycemic event was failure to disconnect from the tubing while completing the fill tubing process resulting in unintentional insulin delivery into the body. The user received treatment at the ER with IV glucose and monitoring to raise their glucose and prevent a severe hypoglycemia.